Event description:
Boston scientific crm received information that the pt who was implanted with this right ventricular (rv) lead died in 2009. The cause of death currently is unk, however, the physician indicated when the device was interrogated, an error message was displaying about therapy not being delivered.

Manufacturer narrative:
Boston scientific, crm has received the rv lead for analysis. When testing is complete, a follow-up report will be submitted.